Event description:
Philips received a complaint on the defibrillator indicating that the battery was defective as it completed the service life. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1:(B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicate that the device failed the self-test as a result of the battery being defective and having reached its end of life. The customer is requesting to order replacement battery. The battery was ordered for the customer. The faulty battery is not expected for return. Device remains at the customer site.